Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without extraperitoneal lymphadenectomy procedure, involuntary movement of the 30 degree endoscope plus camera resulted in the prostate being "transfixed". The event occurred during the posterior displacement, to the left, near the apex of the prostate. The prostate tissue was planned to be removed as part of the procedure. The procedure was completed and there was no injury to the patient. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.